Manufacturer narrative:
Additional information was added: the device was received for evaluation. A visual inspection was done which observed that the device was broken in two pieces between the inlet housing and outlet housing. The welding of the two halves was complete. No lack of welding was noticeable in the parts. It was possible to see on the sample some crazing signs like the possible contact with something that created internal tensions in the parts (i.e. Alcohol or its vapors). Functional testing was not performed on this complaint. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector breaks apart during flushing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.